Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code 38 was confirmed during product evaluation. This condition was caused by a malfunction in the tube misloading detection circuitry and by bad contact in the tube misload detector harness. The tube misload sensors and tube misload detector harness were replaced to correct the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter discontinued service and ceased all design related support on flo-gard (B)(4) in the u.s. Region as of (B)(6) 2010. Baxter continues to support the product in the latin america region and will do so until parts remain available. Baxter will continue to collect product complaints but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. However, baxter will continue to monitor and report on death and serious injury (dsi) events to assess the impact on patient safety.

Event description:
The facility reported a flo-gard infusion pump with failure 38. This event occurred in the surgery department and may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.